Event description:
It was reported that it was difficult to release the leadless pacemaker from the delivery catheter during implant. The device was eventually released, however, one of the tethers on the delivery catheter broke off. It is unknown if the tether remains in the patient. No additional intervention was performed to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported events of difficult to release and material fragmentation were confirmed. As received, a complete catheter was returned in one piece with the protective sleeve positioned all the way distal covering the distal end. A visual inspection revealed one of the distal tether wires fractured with the tether bullet missing. An x-ray examination revealed torque coil offset distal to the transition zone, consistent with procedural damage. A dimensional analysis of the tether distal wires, tether bullet, and protrusion length was measured within the required product specification. It could not be determined which distal tether wire was fractured. A scan electron evaluation verified the fracture of this tether was a ductile fracture as the result of bending.